Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that there was an increasing difficulty with loading the drill bit devices on the attachment device. There were no delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of difficulty loading the drill bit device into the attachment was confirmed. It was determined that the bearings were worn out/damaged creating a situation where the cutter could not be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due to worn out/damaged bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.